Event description:
Pt arrived to st. Joes in cardiac arrest. Provider couldn't hear pump and the controller was saying "charged". On verbal assmt the locked door was closed and driveline fully engaged, but no green pump on running symbol. (Per st joes). There was no back up controller with pt. The wife removed and replaced driveline. Upon re-entry, of the dl the pump did restart with audible hum and green pump on running. The staff vocalized to the wife that they didn't know anything about the pump. After a few minutes, the controller was alarming "driveline fault". To the wife who states the pt woke up at his normal time approx 0400 and while on pm had alarm "with red lights", she then decided to change his controller to the back-up with no power connected to it she put him to batteries after (she said no one ever told her to have power to it). She says during the time while she was changing over is when he passed out (last report of + neuro).the wife is amicable to an autopsy and dr (B)(6) at st. Joes will notify me of request of pump for interrogation